Manufacturer narrative:
Analysis received the unit with no button response due to corroded keypad traces. There was no moisture damage found inside the pump. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the buttons on the insulin pump are not working. The customer's blood glucose was unknown at the time of incident. The customer stated the insulin pump was exposed to moisture. The insulin pump will be returned for analysis.